Event description:
An optometrist reported that a patient presented with light sensitivity approximately one month post lasik. The patient was noted to have transient light sensitivity syndrome in both eyes. The previously prescribed topical steroid eye drop was increased. There are two medical device reports associated with this event. This report is for the right eye. Additional information received states that the patient's symptoms continue with no improvement.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).